Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 102 mg/dl. The customer stated that insulin did not exit the tubing with a manual plunger push. He stated that it was hard to push insulin throuhg due to high resistance. He stated that he would call back again to continue troubleshooting since he was presently at work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.